Event description:
Information was received indicating that a smiths medical pump was alarming when a cassette was attached. The pump was indicating "no disposable, clamp tubing" alarm went off. There was no patient injury and no reported adverse events.